Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist reviewed the instrument files. The quality controls were in range. The customer told the siemens application specialist that the sample was poor material. An aliquot was not transferred into a sample cup, and may have impacted sample aspiration. The "abnormal test" signaling on the hil index coded flag which is visible in centralink (lis) has a warning of poor material and indicates there was a sample aspiration delivery issue. Siemens is investigating the issue.

Event description:
A discordant, falsely elevated cardiac troponin-I (ltni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s) who questioned the result. The sample was repeated the next day on the same instrument, resulting lower. The patient was redrawn and the new sample was also tested resulting lower. The repeat result of 0 ng/ml was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ltni result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2018-00580 on 12-oct-2018 additional information was received (12-oct-2018): siemens further investigated the issue. The filter data and clot check were reviewed. The filter data verified the report that the hil (hemolysis, icterus, lipemia) test associated with the ltni assay gave an abnormal assay flag. Abnormal assay flags with the hil method indicate that insufficient sample was delivered to the cuvette. The filter data is consistent with insufficient sample being delivered. The clot check data showed similar atypical aspiration patterns for the hil and ltni tests on the sample. Based on the available data the potential cause of the discordant ltni result is a soft clot (partial clot) in the sample. The instrument is operating within manufacturing specifications. No further evaluation of the device is required. Conclusion code h6 was updated.